Manufacturer narrative:
(B)(4).

Event description:
During the pre-test the cuff failed to inflate. There was no patient involved.

Manufacturer narrative:
(B)(4). The sample was received for evaluation and an inflation deflation test was performed s and it was observed the cuffs held the air. All manufacturing controls were found effective to detect the reported failure mode. Therefore no failure mode was observed in the received samples and all manufacturing controls were found acceptable and effective to detect the reported failure mode.